Event description:
Information received by medtronic indicated that the battery lasts only 5 days. The customer stated they used aa alkaline batteries branded energizer but issue occurred since 2 months and there was no damaged on battery compartment. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of device.

Manufacturer narrative:
S/w version: 2.9d. Retainer ring = clear. On (B)(6) 2019 customer alleged pump's battery lasting less than 1 week. Pump successfully downloaded traces and history file using thus. Pump passed sleep current measurement, active current measurement, self test and displacement test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No low battery alert noted during testing. Low battery alerts noted in the pump history on (B)(6) 2019 at 5:43pm and at (B)(6) 2019 at 9:52pm. Therefore, battery change occurred after 1 week. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked case, cracked case near the corner of belt clip rails, cracked case on the battery tube side, and cracked retainer ring. In summary, customer allegation for pump's battery lasting less than 1 week not confirmed during testing or in the power management graph. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.